Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported the recipient had a csf (cerebrospinal fluid) gusher during implantation surgery. A few days after the surgery the patient had vomiting and high fever and was treated with IV antibiotics; the fever reduced. Later csf drops were coming from the nose and so it was decided to take the recipient into surgery to repair the csf leak. The repair surgery took place on (B)(6) 2018. It was subsequently reported that the patient was admitted into the hospital due to another episode of csf leakage. On (B)(6) 2018 the recipient was taken into surgery. The device was removed, the source of the csf leakage sealed and the device reinserted under general anesthesia.

Manufacturer narrative:
Based on the received information from the field, the recipient experienced several episodes of csf leakage without reported meningitis. High fever was experienced by the recipient which was reportedly treated with antibiotics. Reportedly the recipient has mondini malformation which may have contributed to the post-operative csf leakage. Revision surgeries to seal the cochleostomy were performed and the recipient is reportedly doing well. Per info received the same device was re-inserted and the in situ measurements revealed a functional device. This is a final report.

Event description:
It was reported the recipient had a csf (cerebrospinal fluid) gusher during implantation surgery. A few days after the surgery the patient had vomiting and high fever and was treated with IV antibiotics; the fever reduced. Later csf drops were coming from the nose and so it was decided to take the recipient into surgery to repair the csf leak. The repair surgery took place on (B)(4) 2018. It was subsequently reported that the patient was admitted into the hospital due to another episode of csf leakage. On (B)(4) 2018 the recipient was taken into surgery. The device was removed, the source of the csf leakage sealed and the device reinserted under general anesthesia. Additional information received stat that the recipient is doing fine without any further problems.